Event description:
Vp shunt implanted (B)(6) 2018. Shunt malfunction 3 wks later. Head begin bleeding. Shunt caused 1st brain bleed, emergency care received; 7 days later 2nd brain bleed. This one critical. Tubing in my throat was slit to shut off shunt. Shunt would turn on and back on high by itself. I could hear it humming. I am left with more severe headaches then before. Vision loss, can't drive at night. No peripheral vision. I have to see a therapist monthly due to anxiety issues. I will be on fluid draining meds, anxiety meds and headache meds the rest of my life. I work for the fire dept but can't apply for promotion because I can't take classes due to being unable to retain new information. I have been on fmla every year since the surgery. Some days the pain is to bad to get out of bed. Rain affects it really bad. Rain was not an issue before the shunt was implanted. FDA safety report ID# (B)(4).